Manufacturer narrative:
The unit was returned and tested. Upon testing, everything was working correctly and outputs in all modes are within specifications. The concern was unable to be reproduced. Based on this, the complaint could not be confirmed. If additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
Serial number of the device was provided. Customer is returning the device for evaluation, but it has not yet been received. Once evaluation of the device and the investigation is complete, a supplemental report will be submitted.

Event description:
The complainant alleges "on (B)(6) 2024 during a cholecystectomy performed by dr. Gill, monopolar energy was being used with the bovie device lot: bv0223009 and suddenly the device stopped cauterizing and a short circuit sound was heard, from that moment it was removed from the room and a report was made to the commercial house." This complaint is entered in our complaint system as comp (B)(4).